Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: unknown, used genetic name. Common device name: unknown, used genetic name. Medical device type : unknown. Unique identifier (UDI) # : unknown. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® pst¿ tubes were having gel smear , no report of medical interventions or serious injury.